Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware implanted on (B)(6) 2013 to repair a left femur fracture was discovered to have broken. By (B)(6) 2013, the patient's ongoing pain prompted the need for follow-up care. At that time the broken devices and a nonunion of the left femur fracture were identified. On (B)(6) 2014 the patient was revised to a total hip prosthesis. It is unknown if there was any surgical time delay. The patient has been undergoing physical therapy and reports an improvement in condition. Comorbidities include a history of colorectal cancer treatment in 2006. According to the patient, physicians confirmed the bones around the fracture site were healthy and unaffected by the treatment. Based upon photos of broken parts and medical records provided by the patient. This report is 2 of 2 for complaint com-(B)(4).